Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary (major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection checks.

Manufacturer narrative:
A 73-year-old patient with known coronary artery disease presented with acute decompensated chronic cardiomyopathy and cardiogenic shock, requiring more than three inotropes and/or vasopressors. The patient received an impella 5.5 device. A complaint was filed for the patient developing epistaxis; however, no blood products were required. This case was conservatively coded as epistaxis and serious injury. H6. Health effect - impact code added. H6. Health effect - impact code f01 no longer applies.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 36 year old male on impella 5.5 due to cardiomyopathy. During support, the patient had epistaxis overnight causing the hemoglobin to drop by 1 g/dl. Bival was held with resolution. No transfusions were required. The patient remains on support.

Event description:
A thirty-six year old male was admitted for an acutely decompensated chronic cardiomyopathy. An impella 5.5 was inserted. Following 7 days of support, the patient developed epistaxis and systemic anticoagulation was temporarily halted. After 11 days of support, the patient was successfully bridged to heart transplantation. Epistaxis will be coded to the impella 5.5 as the continued need for systemic anticoagulation might have contributed to the bleeding.